Event description:
I had the essure implant placed in my tubes in 2011. Since then I have been having severe side effects which are heavy cramps or stabbing pain in my uterus, lower back pain, dizziness, headaches, nausea, mood swings, fatigue. I have had several blood tests done to review what is causing the issue and they come back normal.